Manufacturer narrative:
(B)(4). (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was noticed to be missing a ball bearing after autoclave sterilization when the device was being reassembled. No adverse events were reported as a result of this event.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned provisional shim exhibited signs of repeated use and there were scratches and etching wear on the anterior side. The ball bearings were also missing. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation was initiated for this issue, which identified that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Therefore, the root cause of the reported issue was determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.